Event description:
The issue occurred at preparation for use for an esophagogastroduodenoscopy. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding clogged nozzle was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, the probable cause of the malfunction would likely be due to leakage at the bending section cover. The event can be detected and prevented by following the instructions for use: gif-190 series operation manual chapter 3 preparation and inspection. Gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal scope had internal defects of channel/blocked channel. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.